Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) revealed one out of range impedance measurement on the left ventricular channel of 2,044 ohms. In addition, noise was noted on the left ventricular lead. The left ventricular (lv) lead is a competitor lead. The out of range measurement had caused a polarity switch with the device. The impedance remained above 2,000 ohms in bipolar configuration (both lv tip - lv ring and lv ring - lv tip), however, all other possible configurations give acceptable impedance measurements. Provocative maneuvers were performed in bipolar and unipolar configuration and noise was sensed on the lv lead only. Pocket manipulation did not produce any noise. A chest x-ray was performed which revealed no visible damage to the lead. The decision was made to monitor the patient closely and leave the competitor lead and device implanted. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.